Event description:
Caller reported an issue where the insulin gauge displayed a different amount than expected, with the current fill estimate showing zero units despite the delivery of insulin. There was no adverse impact to the customer¿s blood glucose level. The customer completed the load process and was experiencing a static fill estimate value. Technical support educated the caller about the variance in measured pressures affecting the fill estimate and informed that the estimate would count down as normal once the insulin amount matched the static number. The caller understood and acknowledged the explanation.